Event description:
It was reported that pump displayed malfunction code 15 and could not be reset, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily insulin injections as backup therapy, was instructed to put pump into storage mode, reprogram pump settings, and reconnect continuous glucose monitor to replacement pump, and was sent replacement pump under warranty with instructions to return problematic pump using prepaid label within 10 days.